Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) "snagged" on the white tamping/hypotube and pulled everything out all at once. It appeared to the physician that the balloon never fully deflated. The sealant remained in the patient, and a hematoma was observed. A fellow physician had deployed the mynx in a 6f non-cordis sheath and deployed without issue. There was no major adverse affects, only some minor oozing/ hematoma at the site. Concern that this can cause sealant to dislodge. It was reported not using contrast in balloon. They have previously attempted to adjust their position and angle of pulling the mynx device. The device was stored and prepped according to the IFU. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx-certified. The femoral artery's suitability was verified through angiography and ultrasound guidance, with an insertion angle of 30-45 degrees. The vessel type was arterial, and its diameter was confirmed to be greater than or equal to 5mm. There was little vessel tortuosity, and the stick location was at the left common femoral artery (cfa). Minimal pvd/calcium was present near the puncture site. Hemostasis was achieved using the mynx device combined with manual compression. The device was purged of air during preparation, but whether the balloon was inverted remains unknown. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) "snagged" on the white tamping/hypotube and pulled everything out all at once. It appeared to the physician that the balloon never fully deflated. The sealant remained in the patient, and a hematoma was observed. A fellow physician had deployed the mynx in a 6f non-cordis sheath and deployed without issue. There were no major adverse effects, only some minor oozing/hematoma at the site. There was a concern that this can cause sealant to dislodge. It was reported that contrast was not used in the balloon. They have previously attempted to adjust their position and angle of pulling the mynx device. The device was stored and prepped according to the instructions for use (IFU). The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx-certified. The femoral artery's suitability was verified through angiography and ultrasound guidance, with an insertion angle of 30-45 degrees. The vessel type was arterial, and its diameter was confirmed to be greater than or equal to 5mm. There was little vessel tortuosity, and the stick location was at the left common femoral artery (cfa). Minimal peripheral vascular disease (pvd)/calcium was present near the puncture site. Hemostasis was achieved using the mynx device combined with manual compression. The device was purged of air during preparation, but whether the balloon was inverted remains unknown. A non-sterile mynxgrip vascular closure device 6f/7f, which was involved in the reported complaint, was returned for investigation. Upon visual inspection, it was observed that the shuttle was engaged with the black handle. The syringe was not received for evaluation, and the stopcock was noted to be in the open position. The sealant was also not received for evaluation, and the advancer tube was returned deployed, while the balloon was fully deflated. Additionally, an unknown procedural sheath was locked onto the device, and blood was observed in the procedure sheath, though no damage was noted to it. No other anomalies or damages were observed during the visual inspection of the received device. Per functional analysis, the balloon was fully inflated, and the pressure was maintained. The balloon was able to be inflated and deflated properly, with the inflation indicator functioning as intended, according to the mynxgrip instructions for use (IFU). The reported event of ¿balloon-deflation difficulty¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, without the receipt of procedural films, the reported ¿hematoma¿ could not be confirmed. The exact cause of the deflation issue experienced by the customer and the subsequent hematoma could not be determined during analysis of the device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported and subsequent hematoma, especially since the returned device passed functional analysis with no anomalies/damages noted. However, handling factors (such as the angulation of the device or pinching or pinning the balloon with the advancer tube) are possible. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s IFU as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and the proper placement of the vascular closure device (vcd) sealant. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. According to the IFU, which is not intended as a mitigation, step 3: remove device instructs, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.